Manufacturer narrative:
B5; additional information received: it was reported that the physician believed there might be some obstructions within the delivery system, making it difficult to advance the device over the guidewire. The guidewire was able to pass through the distal port at the back of the delivery system but could only reach halfway to the access site. The delivery system was inspected and thoroughly flushed with saline to the tip prior to use. The hydrophilic coating was activated by wiping soaked gauze onto the graft cover, and this step was repeated after the second insertion attempt. No sheath was used during device insertion. A second device was then tracked over the same guidewire (previously used during the insertion attempt of etlw1613c82e) without issues. It was noted that there was nothing significant about the patient¿s anatomy; no iliac tortuosity or excessive calcification was observed on the CT scan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis: the reported positioning difficulties and alleged defect of the delivery system could not be confirmed based on the available pre-implant images; therefore, the cause of the event could not be determined. Although it cannot be confirmed, the bilateral external iliac vessel tortuosity may have contributed to the reported event. Procedural angiograms showing attempts to advance the device through the access vessels were not available for assessment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a standard endovascular aortic repair for a right common iliac aneurysm (35 x 41 millimeter), the stent graft endur ii limb delivery system got stuck halfway to the access site and could not be advanced toward the patient. After implanting the main body and contralateral limb, the issue occurred while advancing the ipsilateral limb into the patient's body via a stiff guide wire. The delivery system was removed and flushed with normal saline solution via the distal port around the rear handle, and normal saline was observed coming out from the taper tip as expected. Upon repeated attempt, the device got stuck at the same area. The physician alleged a defect of the delivery system might have been the cause of the issue. The device was replaced with one of the same diameter but different length, which was able to be advanced into the patient's body without issue. The stent was implanted in the planned area and the patient remained in good condition. No patient complications have been reported as a result of this event.